Event description:
It was reported that after a surgical procedure conducted at the user facility, the device was corroded and had allowed liquid to enter the handle, a condition in which the device has the potential to leak. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that after a surgical procedure conducted at the user facility, the device was corroded and had allowed liquid to enter the handle, a condition in which the device has the potential to leak. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly for visual examination, corrosion was found, which can cause or contribute to the reported failure. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures.